Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis dka. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia low bg or hyperglycemia high bg events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose level. During a systems check was performed with tandem technical support tts the customer reported to reusing cartridges and insulin, tts education the customer reusing supplies is considered off label use per the tandem user guide. The customer successfully changed the pump supplies and resumed insulin therapy.